Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported one cannula issue that the patient experienced hyperglycemia 510mg/dl within use of six hours on (B)(6) 2026 due to infusion set cannula was bent and was treated with correction bolus via pump.